Manufacturer narrative:
Concomitant medical products: product ID: 977c290; serial#: (B)(4); implanted: (B)(6) 2022; product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 10-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient is only experiencing stimulation on her left side, but she is wanting to have stimulation on her right side. The event date was listed as (B)(6) 2022. The patient was implanted on (B)(6) 2022.  Patient has osteoporosis, and crps. Patient mentioned that she does fall a lot and that she has crps.  The manufacturer representative tried to reprogram on (B)(6) 2022 as best as he could, but was only able to get stimulation on her left side. It is believed that this is due to the paddle placement. The issue has not yet been resolved. Surgical intervention has not occurred, and it is unknown if it will be planned. It was noted that the health care professional currently has no further information regarding this event.